Event description:
(B)(4). I have major pain in my lower right abdomen where my fallopian tubes are. My periods are significantly heavier and longer. I have severe pelvic pain, and very painful intercourse. I no longer can lift my right leg high enough on my own. I have to literally tug on my foot to lift my leg high enough to put pants on. I have severe depression and anxiety. I also have become severely over weight from having the filshie clips used. I have underwent gastric bypass surgery to help lose the excess weight that I have gained since having my bilateral tubal ligation done. I have dieted and exercised all to with no avail. They cannot explain why I gain weight rather than lose it with diet and exercise. I do not have any thyroid problems either. My filshie clips were covered by (B)(6) for you health insurance ((B)(6)). The doctor that performed the surgery is dr. (B)(6). I was talked into having my bilateral tubal ligation done since I have had two high risk pregnancies. Since my insurance will not cover to have my bilateral tubal ligation reversed, I now have to pay to have it done to get rid of all the pain that I experience. Or I can continue to take ibuprofen that don't work either.